Manufacturer narrative:
Photos and samples were available for evaluation. Visual examination was completed and verified the reported issues of foreign matter. Black specs and what looks to be a piece of wood from the swab handle was identified. The root cause of the defect lies on the cleanliness of the machines during the manufacturing of this lot. In the past several months a cleaning initiative part of maintenance project has been in the works to improve the equipment cleanliness. Also, there are weekly, and monthly preventive activities that encompass the cleaning of the equipment. On june 30, 2021, the weekly preventive maintenance was updated to include a thorough cleaning of all rollers. A production record review was completed for batch/lot 1113442 and no non-conformance was noted during the manufacturing of this lot. No further actions are required. This failure will continue to be tracked and trended. H3 other text : see narrative below.

Event description:
It was reported by the facility representative that there is foreign material inside the product packaging. Per email: during our manufacturing process it was discovered that 22 each of item 930815ns had foreign material inside the product packaging. This included black specs, wood looking pieces and some other stringy material. Lot number affected was 1113442 exp 4/2024. Most recent po# is 367090 see pictures below of a few examples. Any help with this issue is greatly appreciated

Manufacturer narrative:
Imdrf annex e code health effect: clinical code: (B)(4) no clinical signs, symptoms or conditions. Imdrf annex f code health effect: impact code: (B)(4) no patient involvement. Imdrf annex a code medical device problem code: (B)(4) device contamination shipping/ manufacturing. (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no.: 930815ns batch no.: 1113442. It was reported by the facility representative that there is foreign material inside the product packaging.